Event description:
Patient reported left side ¿liquid presence¿, ¿febrile infections" and "broken implant." Patient additionally reported "severe muscular pain¿ not related to the device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture and infection.

Manufacturer narrative:
The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late. Fi summary: with the information collected, during the investigation, there is enough evidence to support that lot number 1561446, was manufactured under controlled conditions in accordance with abbvie¿s procedures. And were no defects/problems/issues found in the documents related to the reported event. Primary packaging inspection was successfully completed. Environmental monitoring results were found to be acceptable. And they confirmed, that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted, for devices sterilized under sterilization run (B)(4). However, it is unlikely, that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for gel breast implants for the period of mar 2021 through feb 2023, was noted, an outlier in mar 2021. An additional analysis was performed to determine, any pattern or any similarities relation between prs involved. It was found, that some primary packaging operators were involved in more than one occasion. However, the people were trained in the corresponding procedure. In addition, all the records involved in this month were reviewed. And no issues were found associated to either event. Given the fact, that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified, during the investigation associated to this lot and the complaint. No corrective action is deemed necessary at this time.

Event description:
Patient later reported, left side seroma-late. The device remains implanted.

Event description:
Patient reported "experiencing health problems as severe muscular pain, liquid presence and febrile infections" and "broken implant". Patient later reported "pain in the breast, heat in both breasts, presence of periprotesic liquid and seromas, fever, treatment with antibiotics and blood infection. Strong migraines, strong general muscular pain, her inmunitary system is affected, she is diagnosed with fibromialgy, gonartrosis, saf, ana+." Patient later reported " prosthesis were very yellow after the explant, there was no rupture, they had folds and were starting to encapsulate, grade I. "Later reported "bilateral capsules, histological examination, are observed fragment of capsular structure with fibro hyalinization of the wall, with synovial metaplasia and mild chronic inflammatory infiltrate" diagnosed by pathology. And "¿intrauterine growth retardation, baby that died at 15 days after birth¿.this record is for the left side. Device has been explanted, unknown if replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ visibility/palpability: unable to observe as it is a medical event that is not related to the device. ¿ inflammation/irritation: unable to observe as it is a medical event that is not related to the device. ¿ pain: unable to observe as it is a medical event that is not related to the device. ¿ autoimmune/connective tissue - symptoms of ¿ ndr: not applicable as the event is not related to the device. ¿ fibromyalgia: unable to observe as it is a medical event that is not related to the device. ¿ varied injuries to offspring of patient ¿ ndr: not applicable as the event is not related to the device. ¿ edema: unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ crease/folding of implant: creases were observed. ¿ arthritis ¿ ndr: not applicable as the event is not related to the device. ¿ fever: unable to observe as it is a medical event that is not related to the device. ¿ myalgia - ndr: not applicable as the event is not related to the device. ¿ headache ¿ ndr: not applicable as the event is not related to the device. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. ¿ infection (late onset): unable to observe as it is a medical event that is not related to the device. Additional observation: ¿ deformation observed. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: visibility/palpability: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Fibromyalgia: unable to observe as it is a medical event that is not related to the device. Edema: unable to observe as it is a medical event that is not related to the device. Crease/folding of implant: creases were observed. Arthritis ¿ ndr: not applicable as the event is not related to the device. Fever: unable to observe as it is a medical event that is not related to the device. Myalgia - ndr: not applicable as the event is not related to the device. Headache ¿ ndr: not applicable as the event is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Infection (late onset): unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported no rupture on the left side, "folds", "starting to encapsulate, [baker] grade I", "pain in the breast", ¿change of the shape of the left breast", and "fibromyalgia". Patient additionally reported the following events, which are not device-related: "strong migraines", "ana+", and "gonarthrosis". Treatment with ovosicare fertilitu twice a day. Total capsulectomy performed. Device has been explanted.